Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The grid attached to the dedicated suture got caught in the tip gap of the capio slim, and the grid got separated from the thread. Since the grid could not be removed from the tip, it was replaced with another of same device, and the procedure was completed. No consequences or impact to patient.